Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result on their e-module. The date of this event was unknown. The patient's initial cea result from a secondary tube was 0.985 ng/ml. It was unknown if the initial result was reported outside the laboratory. There was an objection to the result. Another secondary sample tube was repeated and the result was 263.4 ng/ml. The customer thought there might have been a sample mix-up, so they tested the primary tube and the result was 244.9 ng/ml. The field service representative repeat both secondary tubes and they agreed with the primary tube. He performed a precision test both with and without the recommended rack adaptors and the results were acceptable. He inspected the laboratory, instrument, and samples carefully. It was unknown if there were any adverse events. The cea reagent lot number and expiration date were not provided. Clarification has been requested for unknown information.

Manufacturer narrative:
The patient was not adversely affected by this event. The calibration data were within range. The quality control data was within range. There was scattering toward the low side with the quality control results which does not indicate a general issue with the controls but may be caused by the handling of the controls. There was no evidence of an issue with the instrument or the reagent. It was noted the sample tubes the customer was using are not recommended by the manufacturer.

Manufacturer narrative:
The carcinoembryonic antigen (cea) results that were reported in this medwatch were also reported in the medwatch with (B)(6). The two medwatchs are duplicates of each other. All further information received relating to this event will be reported in this medwatch with (B)(6). There were no reports of any adverse events. The cea reagent lot number was 167390 and the expiration date was 07/30/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This case occured in (B)(6).